Manufacturer narrative:
Preliminary device analysis results were not available at the time of this report. A follow-up report will be sent when results or product evaluation become available.

Event description:
The hcp reported that during surgical implantation, the dbs lead dislodged. No intra-operative pt signs or symptoms were detected; the system was not activated during the procedure. The dislodgement was identified through fluoroscopy and the lead was subsequently removed during the case. There was no injury to the pt; a new lead was placed and the procedure was completed. The product was returned for analysis.